Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The secondary findings were observed. There were 2 errors codes present. After the evaluation of the device, the third-party service center corrected the device. In addition to the above findings, it was also determined that the upper enclosure was damaged. If any additional information is received, a follow up report will be filed.